Manufacturer narrative:
The explant was not therapy related. The patient had an accident on a boat. Product was not saved for return. Device was removed on (B)(6) 2025 and patient was (B)(6). No further action is planned at this time.

Event description:
Dr (B)(6) has a patient that had some trauma to the stomach and developed an infection. He plans to explant the device.